Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer's blood glucose level was unknown at the time of the incident. The customer reported the error during rewind along with numerous errors in the memory. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: unit received motor error alarm during rewind due to motor encoder out of phase. Unable to perform displacement test due to constant motor error alarm. Unit received with cracked case at display window corner and cracked reservoir tube lip.